Event description:
Implantable cardioverter defibrillator with recurrent discharge. Found to be on pt alert triggered defibrillator electrical reset. It was reprogrammed but subsequently reverted back to pt triggered implantable cardioverter defibrillator electrical reset, pt admitted to hospital for implantable cardioverter defibrillator generator replacement.